Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farawave pfa catheter there were issues with removal of the device. No further information has been provided at this time and it is unknown if the device will be returned for analysis.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. This product is not approved in the united states, however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. This product is not approved in the united states, however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farawave pfa catheter there were issues with removal of the device. No further information has been provided at this time and it is unknown if the device will be returned for analysis. It was further reported that the procedure was completed and the catheter was replaced.